Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The se performed all testing and all tests passed. The device was placed back in service.

Event description:
It was reported that during patient use, a ventilator had a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.